Event description:
The ICD and lead were explanted due to double counting in the far field sensing that resulted in delivering inappropriate shocks. It was also noted that the physician could not program the device to off. When the device was interrogated, a message in spanish was observed on the screen.